Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction in section h6 codes. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the clinic they had a sheath, reference 27404xa, and the ceramic bakelite was detached during surgery. They had to find an extractor and remove it. They were able to do so successfully without the patient being damaged. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Based on the batch data, it was determined that the product was manufactured in may 2010 and had therefore been in use for around 16 years at the time of the incident. The visual inspection revealed several abnormalities, which taken together indicate age- and use-related weakening of the product structure. In particular, the combination of many years of mechanical stress, material fatigue, and repeated reprocessing and sterilization cycles appears to have gradually compromised the structural integrity of the adhesive bond between the ceramic part and the shaft. These influences may have led to the formation of microcracks or gaps at the joint, causing the adhesion to weaken progressively over time. In addition, we would like to call your attention to a warning in the corresponding instructions for use (document#: (B)(4), version v3.0_03/2019) on page 7. It describes that sheath with ceramic tips must be handled carefully. The sheaths must be checked for cracks or other damage each time they are used. Damaged sheath must never be used, since malfunctions could occur which could lead to patient injury. The event is filed under internal karl storz complaint ID: (B)(4).